Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a surgical intervention occurred to move the ipg pocket site during a eol ipg revision due to pocket discomfort. Therapy was restored.